Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Reporter indicated that the event occurred in (B)(6) 2016. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 18.0 diopter 6.0 preloaded injector in (B)(6) 2016. Prior to implantation in to the patient's right eye (od), the reporter indicated that the iol became stuck in the injector. The lens was not implanted and there was no secondary surgery.

Manufacturer narrative:
Product evaluation found no lens stuck in the injector. Visual inspection found plunger overridden. (B)(4).